Event description:
Reporter stated that pt obtained a blood glucose result of 345 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 16 units of insulin aspart and skipped a meal. Reporter stated that, approx 30 minutes later, pt was found "non-responsive." Reporter indicated that emergency medical services were contacted, on pt's behalf. While awaiting their arrival, pt's blood glucose was retested using the suspect device with a result of 199 mg/dl. Reporter indicated that, upon paramedics' arrival, pt's vital signs were monitored and blood glucose was tested (using emt's device) with a result of 16 mg/dl. Pt was reportedly given oxygen, intravenous fluids (contents not provided), and an oral substance to elevate blood glucose. According to reporter, pt was not transported to the hosp for additional treatment. Pt's current condition: "doing fine." At the time of the event, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.